Event description:
It was reported that the user experienced frequent low and high blood glucose while using the ilet pump, including multiple lows in one morning with a nadir of 55 mg/dl, and the user sought to return the device after reporting lack of control and changing the entered weight from the 110 lb range to the 80 lb range. Customer care agent provided support that included troubleshooting and education with assignment for additional training and submission to the clinical management team. Investigation of this case revealed that the cause of hypoglycemia was unclear, and no device malfunction or component failure was identified. Symptoms included shaking/tremors, hot flashes and confusion/disorientation associated with hypoglycemia reported. Outcomes included treatment with oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.